Event description:
It was reported that the physician thinks that the suture on this right atrial (ra) lead has slid down the patient vasculature. This lead remains in service. No adverse patient effects were reported.